Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experiences a heating sensation at the ipg site when stimulation is on. The heating sensation began the day after the pt was reprogrammed and only occurs when the pt utilizes certain programs. The pt is to f/u with the sjm rep as the next course of action.